Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed no physical damage. The event history log confirmed a record of no disposable attached (nda) during pump operation. Functional testing was unable to replicate the reported issue. The root cause was determined to be a possible defective downstream sensor or cassette product. Preventively, the downstream sensor was replaced and upstream sensor re-calibrated. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that device errors occurred frequently when checking whether the cassette was installed. There was unknown patient involvement and unknown patient harm.

Manufacturer narrative:
B3: event date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.